Event description:
A report was received that during a revision procedure, the physician chose to replace the patient's paddle because of a few contacts were loose. The physician was not sure if this was due to a scaring from the removal process. The patient is reportedly doing well following the procedure.